Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. Customer¿s blood glucose was 125 mg/dl.